Event description:
It was reported that patient experienced an infection at the lead site and anchor site. As a result, surgical intervention was undertaken wherein the lead and anchor was replaced to address the issue. The patient was administered oral antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.